Manufacturer narrative:
The manufacturer received information alleging the machine stopped working, and the screen is black on a ds2adv auto CPAP device. The device was not in use on a patient at the time of the occurrence. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The ds2adv auto CPAP device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device had burned pca. At this time of review the device was returned to manufacturer product investigation laboratory for further investigation. During the device evaluation the service technician observed that the heater plate got extremely hot, and a burning odor was detected. Multiple error logs were observed in the device during evaluation. A dust-like contaminant was observed on the ui display bezel, top enclosure, center enclosure, iso port, blower, blower seal, inside the inlet of the blower box, on the blower box, heater plate, heater plate spring, and bottom enclosure. Dried liquid spots with potential mineral deposits were observed on the ui display bezel, top enclosure, center enclosure, iso port, pca, blower, inside the inlet of the blower box, on the blower box, heater plate, heater plate spring, and bottom enclosure. Corrosion was observed on the pca, pca screws, brass nut of the blower, and the p3 power connector, all likely due to liquid ingress to the device. Pil also tested the q1 component of the pca, and it showed 0.7 ohms, which determined it was shorted out, causing the heater plate to heat tremendously even when therapy was not initiated. Lastly, pil was able to confirm the complaint about the device not working properly and a black screen on the display. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging the machine stopped working, and the screen is black on a dreamstation 2 device. The device was not in use on a patient at the time of the occurrence. The dreamstation 2 device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device had a burned pca. The device will be returned to the manufacturer for additional testing. The root cause is not confirmed at this time. The manufacturer is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.